Manufacturer narrative:
Evaluation summary : visual inspection carried out on the device showed the balloon twisted in the central part of the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced through all catheter length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inspected through a microscope and inflated sequentially at: 1 bar: the balloon kept showing the twisted point; also a change in the balloon profile was detected. 2 bar: the balloon kept showing a change in the balloon profile was detected. 7 bar: the balloon is fully inflated, the guide wire lumen was found twisted in correspondence of the former twisted point. 11 bar: the balloon is fully inflated, the guide wire lumen was found twisted in correspondence of the former twisted point. The balloon was then completely deflated; wrinkles were detected in the former twisted point. The balloon profiles are in accordance with product specifications. Image review : angiographic image captured during the procedure. The balloon was used inside a pre located stent. It is possible to see the balloon not completely inflated, it assumes a ¿candy wrap¿ effect. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter treat a lesion in the superficial femoral artery (sfa) that was reported to be non-tortuous and non-calcified. Using the crossover approach, dilatation of the sfa was carried out 3 atm over np for 3 minutes. Candy effect was noted. No patient injury or clinical sequelae reported; the patient was reported to be "ok" after procedure. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.